Manufacturer narrative:
The third party service representative recommended the hospital replace the expiratory flow sensor. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The third party service representative recommended the hospital replace the expiratory flow sensor.

Event description:
The 3rd party service representative discovered the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. There is no report of patient involvement.